Event description:
The device was removed from the pt and replaced due to loss of function of the pump--would not transfer fluid. The device was somewhat inflated, did not appear to have fluid loss, also there was a cylinder aneurysm in the left corpora but was not the result of failure. Partial fluid in reservoir and cylinders.